Event description:
It was reported that the pt experienced a shocking or jolting sensation from her device. The pt stated the sensation "goes down her leg and through the bottom of her foot - occurs whether therapy is on or off." The pt also reported rib stimulation that started "a few weeks ago." The call also reported they believe that their device had "moved quite a bit and there is a sharp edge." The pt stated she "has been more active than she perhaps should be." Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).